Manufacturer narrative:
Results - battery did have about a 2 hour charge on the battery. It was not dead when received. Cas testing was to run the battery down to the point of alarming for a low battery, which it did as specified. Conclusions - the hospital refuses to share the "incident report" so it cannot be determined if the low battery not alarming was the "incident" or something else contributed to an incident.

Event description:
As described by a representative of the hospital, the monitor reportedly had a dead battery and no alarm was heard. The reporter filed an internal incident report, and the hospital spokesperson is trying to obtain and provide that report.